Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's pump alarmed for motor error during rewind. It was reported that there were motor error alarms noted in the device's alarm history. The customer's blood glucose level was reported to be normal. No further information provided.

Manufacturer narrative:
The pump seats during the displacement test due to a faulty component on the interface board. Unable to verify the motor error alarm due to the pump seats anomaly. No cosmetic damage was noted.